Manufacturer narrative:
(B)(4). No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in one piece. An insulation abrasion breaching the outer coil was at 2.0 to 3.5 cm from distal tip. Abrasion are consistent with constant friction with another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.